Event description:
It was reported that the insulin pump alarmed, indicating that the insulin pump had experienced an unexpected restart, a signal that was too low, and a spanish software anomaly. The customer's mother stated that the customer discontinued use of the insulin pump for 6 weeks due to a malfunction. She reported that when the insulin pump was programmed to deliver insulin, the device would stop at 0.1 units without any alarm. No other alarms were found in the alarm history, and no bolus was observed in the bolus history. Upon troubleshooting, the insulin pump passed the self test. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.